Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neuro stimulator (ins) for dystonia and movement disorders. It was reported that the patient was seen on (B)(6) 2018 when the ins was at elective replacement indicator (eri) and impedances were normal, patient was programmed on 4-5 at this time and was getting pretty good therapy. The ins was replaced on (B)(6) 2018, patient was seen on (B)(6) 2018 for a routine visit when contacts 4 and 5 were showing impedances over 20k ohms, they were reading over 40k ohms now. At this time the patient was reprogrammed to contacts 6 and 7 which patient was showing good response. The rep was inquiring if lead was pulled out of the adaptor and the contacts were not aligned would this cause energy to go to other contacts. Rep indicated the patient was being seen today in the clinic for the official post-op follow up. It was reviewed for the rep that if a component were dislodged /pulled out of from somewhere (header block or pocket adaptor), typically we would expect to see more impedance issues, further reviewing that with the pocket adaptor, it would take force to pull out the extension so while that was possible, it was unlikely. It was also reviewed that it would not be expected that the current from the contacts with high impedances would affect other contacts to where the stimulation would be diverted to other contacts. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.